Event description:
A report was received that the patient was experiencing pain at the ipg site. The bsn sales representative noticed the ipg has tilted and is not laying flat in the pocket. The patient will undergo a pocket revision procedure.